Manufacturer narrative:
After further investigation, the root cause of the issue was determined to be related to unstable voltage. This is believed to be due to users unplugging the device from mains power without first turning the rocker switch off.

Event description:
The device user reported that upon unplugging the device she heard a "short circuit" noise and the machine fully shut off. The pinch valves did not release, but according to the device user, it sounded like the batteries did not kick in and turn on. They immediately plugged the machine back into the same outlet and turned on the machine. The device battery was at 96% when it was turned on again. The device user again attempted to unplug the machine to move it to the operating room and it remained working.

Event description:
The device user reported that upon unplugging the device she heard a "short circuit" noise and the machine fully shut off. The pinch valves did not release, but according to the device user, it sounded like the batteries did not kick in and turn on. They immediately plugged the machine back into the same outlet and turned on the machine. The device battery was at 96% when it was turned on again. The device user again attempted to unplug the machine to move it to the operating room and it remained working.

Manufacturer narrative:
Root cause of the reported issue was not confirmed definitively. During the initial evaluation by the se, the device batteries were replaced despite not being able to reproduce the reported issue. Afterwards, the device was tested and no issues were identified. The device has been designated for research use only. It will no longer be utilized clinically.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device was returned for evaluation. Service engineer (se) was unable to recreate the reported power failure.

Event description:
The device user reported that upon unplugging the device she heard a "short circuit" noise and the machine fully shut off. The pinch valves did not release, but according to the device user, it sounded like the batteries did not kick in and turn on. They immediately plugged the machine back into the same outlet and turned on the machine. The device battery was at 96% when it was turned on again. The device user again attempted to unplug the machine to move it to the operating room and it remained working.